Event description:
It was reported that during a thoracotomy procedure, the clip applier did not work properly and the clip remained open. No patient consequences reported. Procedure was completed with same like device.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.